Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that she tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. Caller states that her coumadin dosage was increased based on the lab and meter results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.